Event description:
It was reported to nova biomedical by the parent of the consumer that they experienced a hypoglycemic event requiring medical intervention. The consumer received a blood glucose result of 111 mg/dl and was found unresponsive. It is unk if any medication or nutrition took place after this result. When the emts arrived they tested the consumer getting a result of 47 mg/dl. The consumer's parent could not provide any further info as he was not there at the time of the event. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips will be returned.

Manufacturer narrative:
Nova medical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.